Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively and issue has been resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with the external devices. The patient reports she has not had stimulation for a couple of months. The issue was confirmed by a sjm representative. Surgical intervention may be pending to address this issue.